Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that, during an internal fixation surgery, the tip of a screwdriver release handle was twisted. Item is broken, and no longer functioning as expected. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that the tip of a screwdriver release handle was twisted and that no piece is broken off. The reassessment determined that the issue does not meet the threshold for reporting and therefore, it is a non-reportable event. If further details are provided, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.